Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Incorrect or inadequate test results; (B)(4) no consequences or impact to patient; (B)(4).

Manufacturer narrative:
The initial report was submitted under the clinical chemistry calcium assay. The likely cause was changed to the architect c16000 process module. The manufacturing site remains the same. Upon further investigation the abbott field service representative indicated that the degasser component of the architect c16000 was replaced and resolved the issue observed by the customer. Additional investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend or any atypical complaint activity. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect c16000 process module was not identified.

Event description:
The customer stated falsely depressed discrepant calcium results were generated while using the architect clinical chemistry calcium assay. The initial patient result was >24 mg/dl and the repeat result was 8.5 mg/dl. There was no adverse impact to patient management reported.